Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-aug-2023 h6: investigation summary a device history review was conducted for lot number 3016088. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, two samples were submitted to aid in our investigation. Visual analysis of the devices was able to identify whitening of the heparin sleeve, which is indicative of environmental aging. Retention samples for this lot did not display the same advanced aging. Based on the information available our engineer shave determined that the root cause is most likely related to storage conditions during transportation or post-production storage of the device. H3 other text : see h10.

Event description:
It was reported that 2 of the bd intima-ii¿ closed IV catheter system end cap was deformed. The following information was provided by the initial reporter, translated from chinese to english: during use, it was found that the transparent part of the heparin cap was not smooth and aged.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd intima-ii¿ closed IV catheter system end cap was deformed. The following information was provided by the initial reporter, translated from chinese to english: during use, it was found that the transparent part of the heparin cap was not smooth and aged.